Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer went to the emergency room with a blood glucose (bg) level of 620 mg/dl. Bg was treated with intravenous insulin. The customer left the ER 3 to 4 hours later with bg 380 mg/dl and in good condition. Subsequently, the customer's bg remained at 357 mg/dl. The customer alleged that the pump was not working properly. System check with tandem technical support indicated that the pump and related supplies were functioning as intended; however, the customer maintained that the pump was not functioning properly. The customer was not replacing insulin per the labeling for novolog insulin. Tandem technical support educated the customer on cartridge/insulin labeling. Reportedly, the customer reverted to manual injections for insulin therapy.